Event description:
This multi trauma pt presented with trauma to the thoracic aorta with widespread calcification throughout the vessels. The physician successfully implanted a gore tag thoracic endosprosthesis. Upon the withdrawal of the 24fr introducer sheath, the external iliac artery ruptered. The vessel ruptured was surgically repired. The pt was transferred to ICU due to the condition of other trauma related injuries. The pt's condition following the procedure was well considering other unrelated injuries.